Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 672 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include feeling disorientated with an extreme headache, nauseous, ache all over. The patient was treated with IV (intravenous) with water solution and insulin. The patient was released the next day. The pod was worn when seeking medical attention.

Manufacturer narrative:
Investigation of the device did not find any damages or defects that could affect insulin delivery. The downloaded data does not show any timeouts or drive stalls that could indicate a failure of the pod to deliver insulin.